Event description:
The account alleged that the head hi/low is drifting down on this bed. No injury reported.

Manufacturer narrative:
Technician told the account that this could be the head hi/low down valve or the trendelenburg valve causing the issue. No further information is available on the repair of the bed at this time.